Manufacturer narrative:
Bsc event date: event date not provided and estimated based on the aware date. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a coating issue occurred. An amplatz super stiff guidewire was selected for use. It was observed that the guidewire coating became loose. As it was inserted into a catheter, the guidewire became entrapped. It occurred on 7 amplatz super stiff guidewires.